Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The cds reported on (B)(6) 2024, the user experienced a low bg event while using the ilet, which led to loss of consciousness. Emergency medical services (ems) were called twice; during the second visit, the user's partner observed what appeared to be a seizure. The user was treated on-site by ems and did not require hospitalization. The user does not remember the events leading up to the incident. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a supply change where 52 units of insulin were primed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hypoglycemic event as the user's cgm glucose was in range for approximately 7 hours prior to the event and minimal insulin beyond basal was delivered by the ilet. It is possible that the user was connected to the ilet at some point during the cartridge change process and received unintentional insulin delivery that caused this event.